Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a 275cc mentor smooth round moderate plus profile saline breast prosthesis on the left breast and suffered breast implant deflation, post-operatively. The patient was also reported to have experienced capsular contracture (baker grade unknown). As a result, the patient underwent bilateral removal and replacement on (B)(6)2022. The replacement devices were: (left) 275cc mentor smooth round moderate plus profile saline catalog: 3502275, lot: 9660674 ,sn: (B)(4) and (right) 300cc mentor smooth round moderate plus profile saline catalog: 3502300, lot: 9670317, sn: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 15, 2022, mentor became aware that the incorrect manufacturing site name and address were erroneously provided in the initial report sent on june 7, 2022. The correct information have been populated accordingly. Section g. 1. Manufacturing site name: mentor texas, 1. Manufacturer site addr. Street line 1: 3041 skyway circle north, irving, tx 75038 USA.